Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial tachycardia with a pentaray navigational eco catheter and suffered a medical device entrapment in a prosthetic mitral valve requiring retrieval with snare catheters. Despite prior notification regarding the use of pentaray catheters in patients with prosthetic valves, the physician mapped the right and left atria with the pentaray navigational eco catheter. While mapping in the left atrium, one of the pentaray spines became entrapped in the prosthetic mitral valve, resulting in a partial detachment. The spine covering was sheared away from the catheter, leaving the underlying wires exposed. It then traveled to the iliac vein and was retrieved using snare catheters. The physician confirmed retrieval of all 5 electrodes. The patient was reported to be in stable condition with no intra-procedural or post-procedural patient consequences. Per the photos provided, the detached spine cover separated into 3 pieces: 1 piece with 3 intact electrodes, 1 piece with 1 intact electrode, and 1 detached electrode. The complaint reporter was not aware of any lifted or sharp rings, any new incisions being made for snare catheter insertion, or any issues with the physician believing that the detachment and retrieval caused increased risk to the patient. It was noted that the physician did not encounter resistance during insertion or removal of the catheter. There is no information about the hospitalization. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a patient underwent an ablation procedure for atrial tachycardia with a pentaray navigational eco catheter . Despite prior notification regarding the use of pentaray catheters in patients with prosthetic valves, the physician mapped the right and left atria with the pentaray navigational eco catheter. While mapping in the left atrium, one of the pentaray spines became entrapped in the prosthetic mitral valve, resulting in a partial detachment. The spine covering was sheared away from the catheter, leaving the underlying wires exposed. It then traveled to the iliac vein and was retrieved using snare catheters. The physician confirmed retrieval of all 5 electrodes. The patient was reported to be in stable condition with no intra-procedural or post-procedural patient consequences. Per the photos provided, the detached spine cover separated into 3 pieces: 1 piece with 3 intact electrodes, 1 piece with 1 intact electrode, and 1 detached electrode. The complaint reporter was not aware of any lifted or sharp rings, any new incisions being made for snare catheter insertion, or any issues with the physician believing that the detachment and retrieval caused increased risk to the patient. It was noted that the physician did not encounter resistance during insertion or removal of the catheter. There is no information about the hospitalization. The returned device was visually inspected and it was found one spine was detached from the tip with exposed wires. The catheter was evaluated for eeprom, carto 3 and sensor functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Then the outer diameter was measured and it was found within specification. Then a deflection test was performed and the catheter passed. Then an irrigation test was performed and the catheter failed. The catheter was dissected and it was found that the irrigation tubing was folded in the tip transition. Also it was found that the triple lumen separated from the tip. The external supplier was notified and changes were already implemented to reduce the complaints related with irrigation/occlusion issues. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding the spine damage has been verified. The root cause of the irrigation tube folded cannot be determined. The root cause of the spine detachment is related to the use of the catheter during the procedure. Additionally, there¿s evidence that the product was manufactured in accordance with documented specification and procedures. The instructions for use states that this catheter should not be used in patients with prosthetic valves.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 8/4/2017 and noted that it was returned in the condition reported. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
Initially the lot number provided was "unknown_d-1282-08-s". However, during the bwi failure analysis lab analysis on august 4, 2017, the lot number of 17630158l was retrieved. Therefore, the manufactured date and expiration date have been provided. Expiration date and manufactured date have been populated. (B)(4).